Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection noted a flange detect sensor cable. Replaced rear case, shaft seal, barrel clamp, rear door, and latch module. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2006, to the present date (B)(6) 2020, and note that this device has been returned for service 2 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to wear of the rear case pca.

Event description:
It was reported the device would not calibrate.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the device would not calibrate.